Event description:
Customer reported a female patient was receiving infed ivpb by a flo-gard volumetric infusion pump via an unknown set. During an unspecified time period, after administration began, pump alarmed "low volume". Nurse entered patient's room and found solution bag and tubing set empty, but pump continued to pump at a keep vein open (kvo) rate. Air was noted in tubing. Air in line alarm was not sounding. Nurse discontinued infusion immediately and disconnected the set from patient. The unknown set was discarded. Customer reported patient was not injured and did not suffer any symptoms or adverse effects from the incident. The pump was returned to baxter for evaluation.

Manufacturer narrative:
The device has been received and is scheduled for evaluation. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.